Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated an autonomous cursor movement and was clicking icons without input from stylus or finger. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the programmer demonstrated autonomous cursor movement, however it was noted that the programmer failed the touchscreen debug procedure and unexpected poor response to finger touch was observed during operator interaction with touch screen. An electromagnetic interference repair was performed to resolve the issue. It was further noted that the power cord bay door and overlay/ bezel assembly were both damaged and the right display latch hasp was broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.